Event description:
Customer reports that a newborn in nursery with respiratory distress was placed in oxygen hood with blender adjusted to 80%. Oxygen analyzed at hood measured 21% oxygen. Infant later discharged to home in apparent stable condition. During clean up after the event, the oxygen supply to the blender was found to not be connected to the wall outlet-thus at no time during the event was oxygen going through the blender. Blender should have alarmed if not attached to oxygen. It is unknown at this time if the infant suffered any physical impairment.